Event description:
Two service technicians were being trained to work on a medlite ii laser. The laser optical bench is open when they are learning to align the laser beam. The laser beam was operating at a wavelength of 1064mm which is invisible to the eye. The beam was reflecting up out of the optical bench as work was being done. The technician doing the work had protective eyewear on, but the other technician without eyewear moved closer to the laser and was hit in the eye by the beam.